Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there was downstream occlusion (dso) seal delaminated, and upstream occlusion (uso) seal buckled. Review of the event history log (ehl) showed high alarm displayed: downstream occlusion. During the functional testing, the customer reported issue was not confirmed. Replaced the dso seal, uso seal, and gear motor. The software updated to latest revision and unit reset to standard configuration. Performed dso/uso sensor calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the device fails downstream occlusion (dso) test. The pump under-occludes during testing.